Event description:
Reportedly, the programming head and surface electrodes were placed on the patient, and a device interrogation was performed. The pacemaker interrogation started correctly. When checking the device memory, a message was displayed on the screen of the programmer and the device interrogation session was terminated without warning. The alda memories were saved in the first device interrogation. When the device was interrogated anew, aida memories of the previous months were erased. Nevertheless, the device behaviour was apparently normal.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the programming head and surface electrodes were placed on the patient, and a device interrogation was performed. The pacemaker interrogation started correctly. When checking the device memory, a message was displayed on the screen of the programmer and the device interrogation session was terminated without warning. The alda memories were saved in the first device interrogation. When the device was interrogated anew, aida memories of the previous months were erased. Nevertheless, the device behaviour was apparently normal.